Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 228mg/dl. The caller was not using the sensor future at the time. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during rewind as a result of a motor encoder signal being out of phase. The device was received with scratched screen.